Event description:
It is reported that the surgeon prepared the femoral canal for a size 6 stem in the usual fashion. A size 6 stem was opened and inserted into the femoral canal. The stem sat 5mm proud, so the stem was removed. A second size 6 stem was opened and inserted, this one sat flush with calcar.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.